Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.

Event description:
It was reported that the patient went to the emergency room (ER) and was hospitalized due to hyperglycemia on (B)(6) 2025 at royal cornwall hospital. The patient's blood glucose levels reached 32.6 mmol/l, (586.8 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. Symptoms reported include headaches, feeling sleepy/hard to wake up, redness and irritation. At the hospital the patient was treated with a pen correction of 3 units of insulin. The pod was removed at the hospital and discarded. The patient was discharged from the hospital the same day and was able to activate a new pod.